Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a negative result five days prior to a positive result. There was no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customer stated that she had tested negative 5 days ago and tested again today and she got a positive result and she wanted to know if it's possible for the test to give a false positive."

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a negative result five days prior to a positive result. There was no report of adverse patient impact. Eua# (B)(4) the following information was provided by the initial reporter: "customer stated that she had tested negative 5 days ago and tested again today and she got a positive result and she wanted to know if it's possible for the test to give a false positive."

Manufacturer narrative:
Investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer initially tested negative and five days later tested positive¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results.